Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End user husband called stating that the chair is skipping on the left side, every once in a while.